Event description:
One day after insertion, blood was noticed in iabp tubing. The iab was discontinued and a new one was placed in the same site. There was a change in hemodynamic status during this process but the pt was stable after the iabp was resumed. Pt expired the following day.